Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas, with a blood glucose value of 349 mg/dl and no symptoms, after which the agent guided a site change with fill tubing and cannula; the user later reported glucose trending down overnight. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no hospitalization, and user self-management with device-guided troubleshooting. Investigation included customer interview and technical support-directed troubleshooting steps. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia. It was concluded that the event was related to hyperglycemia with cause unclear and that the device function could not be implicated based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.